Event description:
In this event it was reported that a pt experienced an "external reaction" on her face in the area where the metal sheath of a rdh freedom handpiece touched. The outcome is unk as of this MDR eval. However, there is no indication that intervention was required. No further info is available.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for eval and the serial number was not provided for a DHR review.